Event description:
It was reported the device does not power up correctly. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery returned with the device measured at 6.41v with no load, this was close to the end of operation value of 6.3v. It was also noted that the lower case was broken, one side bail cover was broken and one was contaminated, one battery contact was compressed, and the main printed circuit board (pcb) was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.